Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 171131 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one video sample was returned for evaluation by our quality engineer team. The video sample shows the hub of the needle leaking due to a hole in the injection point. During the molding process, the fluid plastic is injected into the mold cavity at very high temperatures, forming the hub component. When the plastic is cooled, a very small plastic particle called a "cold drop" remains solid in the injection point of the mold. This is injected in the following mold runs and the plastic particle is mixed with the plastic forming the hub. This is inherent to any molding process and should not cause any problem to the product. However, in some very isolated instances, this "cold drop" may remain close to the injection point and cause a small crack at the hub, resulting in leakage. Our molds have been designed to prevent this issue, and we believe this was an isolated incident.

Event description:
It was reported that needle 19ga 2in was cracked. This was discovered during use. The following information was provided by the initial reporter: I want to report a defective medical device to bd. One of our radiologists used a microlance 3 (19g 2¿) needle during an exam. When the radiologist made the injection, the drug started to gush out through the tulip of the needle which turned out to have a crack. Additional information received and added on the 10th of august: - did you or your patient come into direct contact with the product or blood? No impact on the patient (only xylocaine "leaked" from the device). - is the incriminated device contaminated with a dangerous product or blood? No. - what action has been taken as a result of this incident? Changing the needle to continue the procedure (radio-guided infiltration).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 19 ga 2 in was cracked. This was discovered during use. The following information was provided by the initial reporter: I want to report a defective medical device to bd. One of our radiologists used a microlance 3 (19g 2¿) needle during an exam. When the radiologist made the injection, the drug started to gush out through the tulip of the needle which turned out to have a crack. Additional information received and added on the 10th of august: did you or your patient come into direct contact with the product or blood? No impact on the patient (only xylocaine "leaked" from the device). Is the incriminated device contaminated with a dangerous product or blood? No. What action has been taken as a result of this incident? Changing the needle to continue the procedure (radio-guided infiltration).